Event description:
It was reported that a contrast CT scan was mistakenly performed from the clamped non-pressure-resistant red connector lumen. After connector damage, another lumen tube was cut. The power-injection failed and terminated in the middle of the process. The tube of the red connector was damaged and was removed, but the catheter body was not damaged. After the red lumen was damaged, the tubes of all lumens were clamped with forceps and the catheter was removed, then the catheter was cut around the connector. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing was confirmed. The product returned for evaluation was one 12 fr 15 cm powertrialysis catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed in the extension tubing just distal of the red luer. This extension tubing damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ ballooning of the extension tubing ¿ granular fracture surface texture (typical of tearing failure modes) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.